Manufacturer narrative:
The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in common device and PMA #, respectively. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a highly calcified lesion in the sfa, after three minutes and forty-four seconds of activation time, the distal tip of the recanalization catheter allegedly detached. It was further reported that the distal tip remained in situ at the lesion site. There was no reported plan to retrieve the detached segment.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheter products are identified, respectively. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The sample was returned. The investigation was confirmed for tip detachment as the distal tip and marker band are missing and not returned for evaluation. Per the reported event the treatment site had dense calcium build up which could have contributed to the tip detachment. However, it is unknown whether patient and/or procedural factors contributed to the event. The root cause can not be determined based on the available information.

Event description:
It was reported that during treatment of a highly calcified lesion in the sfa, after three minutes and forty-four seconds of activation time, the distal tip of the recanalization catheter allegedly detached. It was further reported that the distal tip remained in situ at the lesion site. There was no reported plan to retrieve the detached segment.